Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision due to tibial insert wear.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of a combination of axial rotation mismatch of the femoral component relative to the insert and the femoral cam engaging the tibial spine abruptly while in flexion or extension, which led to wear and eventual detachment of the spine.

Event description:
Revision due to tibial insert wear.